Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not turn on when they changed the battery. The customer¿s blood glucose was unknown. Customer also stated the they had to take in a out a battery couple of times for insulin pump to turn back on. Customer also stated that they did not feel like he was getting insulin and when he removed the reservoir he saw insulin inside the pump. Customers stated that crack in pump casing and they noticed insulin will shoot out during prime rather than slow drip. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to a33 alarm. No failed battery test alert. Pump received with cracked case and cracked case reservoir tube lip.